Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed to establish final arm angle and the clip opening after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully placed. The second clip delivery system (cds) was advanced and placed on the mitral valve. When attempting to establish final arm angle (efaa), the clip opened slightly. The clip was reopened to 90 degrees and efaa was tested again successfully. After deployment, the clip opened to 30 degrees. The procedure was completed at this time with the mr reduced to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The reported issue could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported issues could not be determined in this complaint. Thre is no indication of a product issue with respect to manufacture, design or labeling.